Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26722. Reason for original complaint ¿ asr revision to take place on (B)(6) 2013 asr xl acetabular system - left reason(s) for revision: pain ***update received 22nd july, 2013. Lot number added to stem.*** update nov 17, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on nov 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26722. Reason for original complaint ¿ asr revision to take place on (B)(6) 2013 asr xl acetabular system - left reason(s) for revision: pain ***update received 22nd july, 2013. Lot number added to stem.*** update nov 17, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on nov 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.